Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the disconnection when the cable is being moved. A field service engineer replaced the usb cable, issues resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system - scanner issue and station is down. The customer stated that scanner issue need to play around the cord to make it scan and station is blackscreen and there was a minute delay in accessing medication. There were no adverse events or injuries reported based on this incident.